Event description:
A customer reported that their freestyle meter displayed an error 3 message. The meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original energizer battery voltage was measured at 2.980v. Did observe battery icon and booklet icon while strip was inserted, icon to appear on the display and give e-3 errors. However, uom was selectable and was received at mg/dl. No errors were observed in the error log indicating battery droop. Meter is operable. Case will be closed. Meter will be held by the complaint lab. Customers and retailers have been informed through the fa16may2006 letter.